Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes adult tts reported leaking after four days into use. No patient adverse events reported

Manufacturer narrative:
Other, other text: the device was returned for investigation, and leak testing confirmed the leak. Examination of the device found holes within areas of wear. This size and shape of the holes were not consistent with any manufacturing-related potential causes. The damage was determined to have most likely been sustained after the device left smiths medical, but the exact cause could not be identified.